Event description:
It was reported to technical services on (B)(6) 2011 that this ra lead impedances less than 200 ohms. Sensing atrium intermittently and this lead will be repositioned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).